Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited high, out of range pacing impedances. A lead revision procedure was performed. It appeared that a lead fracture had occurred. The lead was cut and capped. No adverse patient effects were reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates the the lead was returned for analysis.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual observation revealed that only the proximal segment of this lead was returned. The lead had been severed 458 millimeters from the terminal pin. There was dried blood/body fluid noted in the lead lumen and electro-cautery damage was observed in the insulation. Set screw marks were seen on the terminal pin and ring. The portion of the lead that was returned was found to be electrically continuous. An x-ray was taken and no anomalies were noted. The clinical observations were unable to be confirmed by analysis of the lead segment returned.